Event description:
The customer complained of questionable inr results for 2 different patients from a coaguchek xs serial number (B)(4) compared to results from an unknown laboratory method. Patient a's result from the meter was 4.1 inr. Patient a's result from the lab was 3.0 inr. Patient b's result from the meter was 5.5 inr. Patient b's result from the lab was 3.7 inr. The customer did not provide the time of testing, but they did state the venous draws were within 10 minutes of the fingersticks for meters and between the hours of 11 am and noon. Both patient's therapeutic ranges are 2.0 to 3.0 inr. The patients have no hematocrit concerns, are not on heparin therapy, are not on direct thrombin inhibitors and do not have lupus or apas. The patients have had no new medications or changes in diets. The patients have no symptoms of bleeding or bruising and are both currently "healthy as can be expected." There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue. For results <4.5, the complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips (lot 322644) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.